Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 812:02. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Event description:
The facility reported a flo-gard infusion pump with failure code 94, which interrupted patient therapy. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition (B)(4). The root cause was determined to be a defective main battery. The main battery was replaced to repair the reported condition. Service history review determined that the device has not been previously sent into service for the reported condition (B)(4) during previous service on (B)(6) 2005, the battery was replaced. A follow up report will be submitted if additional information becomes available.